Event description:
Rptr c/o: pain and numbness in both breasts; loss of memory and loss of hair. She has gone to the emergency room twice with chest pain. She has numbness and pain in right arm and numbness in both feet and legs. She has been diagnosed with myalgia, arthralgia, breast pain/dysfunction, paresthesia/neuropathy, cognitive dysfunction, chronic fatigue, sleep disturbance, and raynaud's. (*)